Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that when using alkaliine batteries, they usually lasted 2 to 3 weeks. Reportedly, a newly replaced battery did not last 24 hours. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: the black box contained dates from (B)(4) 2014 to (B)(4) 2014. The black box and histories for the event on (B)(6) 2014 have been overwritten due to continued pump use. There was no evidence of a short battery life observed in the history. The pump electrical current draws were tested and were found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.